Manufacturer narrative:
In response to FDA report number: mw5087956. Information contained in this report was previously submitted through psr on 26/apr/2011 and 16/apr/2015 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side as "painfully hard and looks abnormal due to capsular contracture," baker grade IV. Patient additionally reported having ¿a lump or thickening in or near the breast or in the underarm area." Side unspecified, this record for the left side. Device has been explanted.